Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left circumflex artery that is 90% stenosed. The patient presented with severe angina and the vessel was pre-dilatated with 2x10mm semi compliant balloon. The 3.5x38mm xience prime was deployed at 16 atmospheres and fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was covered with another xience prime stent. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.